Event description:
It was reported that the user experienced hyperglycemia after a supply change and meal announcement while using the ilet, with continuous glucose readings rising to 375 mg/dl and a fingerstick of 406 mg/dl; tubing priming demonstrated insulin flow through the tubing, and the user briefly removed and reattached a steel cannula infusion set before glucose began trending down. Symptoms included hyperglycemia without ketone testing, medical intervention, or assistance. Outcomes included no hospitalization, no emergency care, and self-management without backup therapy. Investigation included product history review and troubleshooting with guidance to assess delivery and consider infusion set replacement. Investigation of this case revealed no device malfunction detected and a possible infusion site or set-related issue versus carbohydrate underestimation, with glucose declining after intervention. It was concluded that the cause of the hyperglycemia is unclear and that the device functioned as designed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.